Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during introduction of the guidewire (subject device) into the introducer, some green particles of the coating peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during introduction of the guidewire (subject device) into the introducer, some green particles of the coating peeled off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire tip was shaped. The guidewire ptfe coating was examined under magnification and there was evidence of peeling/scraping of the ptfe from the proximal end towards the distal end in several places from the proximal end most likely occurred as a result of re-shaping the guidewire tip and backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The nitinol tubing of the distal guidewire was noted to be kinked/bent from the proximal end which indicates the guidewire encountered significant manipulation most likely during re-shaping the tip of the guidewire. The corewire distal end was observed through the distal tip dome. A functional test was not required as the reported event was confirmed based on the device analysis. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging, the device was confirmed to be in good condition during/after unpacking and preparation, the device prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, there was no patient involvement and the device was not in use on the patient at the time of the event. The dispenser hoop was flushed before removing the guidewire and no resistance was encountered removing the guidewire from the dispenser hoop. The torque device was not used with the guidewire. No friction/resistance was encountered during the procedure. The coating issue was noted on the guidewire at the proximal section of the guidewire while re-shaping processes using the guidewire introducer needle with backloading technique. A stryker microcatheter was used in the procedure. The as reported and as analyzed guidewire ptfe coating peeling in addition to the as analyzed guide wire distal end kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.